Event description:
Additional information received identified the infection had reoccurred. As a result, the scs system was explanted.

Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (australia) the patient experienced infection at the lead site. The patient was hospitalized for few days and was treated with intravenous antibiotics. The patient was discharged to home with oral antibiotics. Reportedly the infection has resolved.